Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak. This occurred before patient use. The device was filled with an unspecified amount of vancomycin drug. It was stated that the balloon inside the infusor has deflated and all the fluid is inside the sealed green over pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted fluid in the outer bag and broken tubing at the solvent-bonded junction of the stress member. Also the broken tubing still remained inside the solvent-bonded area of the stress member. The reported condition was verified. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.